Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection was noted. The target lesion was located in the tortuous and calcified proximal diagonal where plain old balloon angioplasty (poba) was performed. A 2.25x24mm taxus express2 atom drug eluting stent (des) was then advanced to the diagonal lesion but was unable to cross the lesion despite three attempts. When the taxus express2 atom des was removed from the pt, a dissection was noticed in the mid diagonal. The dissection was successfully treated with poba. No additional pt complications were reported. The pt's current condition is listed as "ok".